Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. This complaint is an ancillary service event. The cause of the reported issue was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:15:21. During night drain cycle eight, the patient's ultrafiltration reading was 1770ml, indicating the home patient (hp) drained 1330ml more than their maximum programmed fill volume of 2200ml. No additional information is available.